Manufacturer narrative:
This report was sent in error as a 5-day report. We are cancelling this emdr report and correctly submitting this incident via emdr #1218950-2016-5955087 with correct data. (B)(6).

Event description:
The customer sent in their mx40 device for repair. There was no patient involvement.